Event description:
This complaint is from literature source. Bwi received additional information on september 12, 2014. The patient suffered from cardiac tamponade, which required pericardiocentesis. The patient fully recovered and was discharged in stable condition. The physician assessed this event a procedure related event. There is no claim of product malfunction. This adverse event is determined to be MDR reportable. Article title: "the impact of catheter ablation in the interpulmonary isthmus on atrial fibrillation ablation outcomes: a randomized study." Per a report in the journal of j cardiovasc electrophysiol. 2014 jul;25(7):709-13, a single-center prospective randomized study was conducted on 76 patients, by letsas kp of the evangelismos general hospital of athens, athens, greece et al., to investigate efficacy of additional radiofrequency energy delivery in the interpulmonary isthmus following pulmonary vein antral isolation (pvai). Mean follow-up period of 11.1 ± 2.6 months. From the report there were 2 serious adverse events: (these events will be reported separately); one pericardial effusion treated with drainage, one transient cerebral thromboembolic event. Per the article, no non-serious ae¿s were reported. There are no death events or device malfunctions reported in the publication. Model and catalog number are not available, but the suspected device is the navistar thermocool. Concomitant products: a lasso catheter and carto mapping system were also used in the procedures.

Manufacturer narrative:
Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Concomitant bwi products: product: carto¿ xp system, us catalog # fg-4700-00, serial # unknown; product: lasso catheter, lot # unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).